Event description:
According to the customer contact, the briefs are not providing enough absorbency and are leaking all the way through. The male patient receives a diaper change every two hours. The fit rite absorbent material in the diaper separated, causing leakage. In addition, the picture of the diaper also shows the elastic "thread' of the gathered material broken off (which happened frequently with the fit rites), causing friction on the skin and bleeding.

Manufacturer narrative:
According to the customer contact, the briefs are not providing enough absorbency and are leaking all the way through. The male patient receives a diaper change every two hours. The fit rite absorbent material in the diaper separated, causing leakage. In addition, the picture of the diaper also shows the elastic 'thread' of the gathered material broken off (which happened frequently with the fit rites), causing friction on the skin and bleeding. Per the customer, there was bleeding on the left side by the scrotum. The individual is incontinent and bedbound and is still using diapers. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.